Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was still hospitalized a week afer implant with bradycardia. Loss of capture and varying impedance were noted on the ventricular lead. It was noted on a chest x-ray that the ventricular lead was dislodged. During the repositioning of the ventricular, lead it was noted that the atrial lead was also dislodged. The atrial and ventricular leads were both repositioned and remain in use. No patient complications have been reported as a result of this event.